Manufacturer narrative:
As part of the investigation, the device history record was reviewed, and found no nonconformances for the production lot. The codman 3000 high flow model is indicated for hepatic artery infusion of the liver for treatment of metastatic cancer. Infection is a known complication as listed on the labeling for the codman 3000. Since the physician's office stated that in their opinion the relationship between the device and infection is mutual exclusive, that the infection occured 8 months after implant, and the device history record does not contain any nonconformances, it suggests that the infection was not related to a sterility issue with the device as manufactured. Intera oncology monitors adverse events and there is no increased trend of infection that indicates a potential sterility issue with existing devices as manfuactured.

Event description:
Device tracking card was received from patient. Written on the card was "note - pump caused infection." The device was explanted (B)(6) 2019. The date written on the card by the initial reporter was (B)(6) 2021, the card was received in the mail by intera oncology on 04/28/2021. The physician's office was contacted and more information was obtained regarding the adverse event. As provided by the physician's office, the patient developed a cellultis infection (B)(6) on the incision over the pump approximately 8 months after implant. The patient was placed on suppressive antibiotics with cephalosporin for 1 year prior to removal of hai pump because of continued infection (described as 'rare (B)(6)'). Infection was resolved after the explant of the pump. The physician's office described the relationship between the pump and the infection as "mutual exclusive."